Manufacturer narrative:
(B)(4). Batch #:unk. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a lap cholecystectomy, the clips malformed and dislodged within the jaws. Case completed with another device of the same product code. There were no patient consequences reported.